Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump had a delivery anomaly. The device would own infusion sometimes since (B)(6) and caused the customer to experience low blood glucose of 2.5mmol/l. No further information reported.